Event description:
Outbound call to pt regarding cadd cassettes. Pt has affected lot numbers [#9): 4298328, 4284652, 4284252, 4329614. Pt has #4 mixed, but does not have the lot numbers anymore. Next cassette is due at 5:30 pm today. Pt's wife, reported that he had shortness of breath around thanksgiving. Pt had reported the shortness of breath to md. Lot number is unknown when patient had the shortness of breath. Shortness of breath is resolved. No other information known. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? No. Reported to (B)(6) by pt/caregiver.